Manufacturer narrative:
This report is submitted on january 08, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent skin revision and an abutment change under a general anaesthetic on (B)(6) 2018.